Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high troponin t hs stat result for one patient sample. The initial result was 23.83 pg/ml and the repeat result was 6.08 pg/ml. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 24518000 with an expiration date of 30-sep-2018. As the sample was clotted and there was fibrin present in the sample tube, a pre-analytic issue was suspected.

Manufacturer narrative:
Additional information was provided that the actual date of the event was (B)(6) 2018. The result of 23.83 pg/ml was accompanied by a data flag. The repeat result was actually 5.45 pg/ml.

Manufacturer narrative:
The investigation excluded a general reagent issue since the calibration signals qc results were acceptable. The investigation was unable to find a definitive root cause.